Event description:
It was reported that the customer's insulin pump kept shutting off for hours at a time. The customer's blood glucose was 114 mg/dl. Troubleshooting was done. Advised that if the failed battery test alarm was not cleared that the alarm would recur with each new battery inserted. The customer confirmed that there was battery acid in the battery compartment. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents, and no unexpected off no power, low battery or failed battery test alarms were noted. The insulin pump had a corroded battery tube, cracked reservoir tube lip and a minor scratched lcd window.